Event description:
Customer reported an urgent care visit for high blood glucose. The blood glucose reading is 397 mg/dl. Customer feels like her skin is getting stuck with pins and hemorrhaging eyes. Physician instructed customer on the insulin dosage. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.